Manufacturer narrative:
The pump passed the displacement test however, the pump failed the self test due to no audio tones during the tone test. Adjusted the audio options audio volume 1-5 and there was no audio at each setting. Successfully downloaded the trace and history files using thus and carelink upload was successful. No pump error 63 alarms are found in the downloaded history files. The pump was programmed with a test guardian link 3 transmitter and a test plug. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for one (1) day while connected to the transmitter and the test plug. No unexpected pump to transmitter communication errors, lost sensor alarm, or additional sensor related errors noted. The pump was cut open to perform a visual inspection. Moisture damage was found on the piezo of pcba 1, and pcba 2. No audio is due to moisture damage on the piezo of pcba 1. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. No audio is confirmed due to moisture damage on the piezo of pcba 1. No pump to transmitter communication is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had audio anomaly. Customer stated that they did not hear beeps when audio volume settings were saved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.